Event description:
It was reported that the patient experienced baclofen withdrawal with symptoms of more frequent episodes of sever increased spasticity, including tachycardia, diaphoresis and flushing. A possible catheter occlusion was also reported. A catheter access port (cap) contrast study was performed on (B)(6), 2012 and the healthcare provider (hcp) had difficulty withdrawing fluid. The pump and catheter were replaced on (B)(6) 2012. The patient outcome was reported as resolved without sequelae on (B)(6), 2012. The device system was used to deliver baclofen.

Event description:
Additional information: it was noted that the hcp "believed" she was looking at an "old style" catheter connector, while looking at an x-ray taken after previously reported revision on (B)(6) 2012. It was later noted that the patient was "still" having mild to moderate lower extremity spasticity, and that the spasticity "pre-dated" this system and was documented by the hcp in 2012, 2011, and 2010. Hcp reviewed x-ray films obtained between (B)(6) 2012 and (B)(6) 2012 and all of them showed an intact system. It was also noted that "everyone" was "suspicious" that the spasticity was due to pain, "possibly as a result of scoliosis." It was further noted that the patient had died, due to an infection, see manufacturer report 3004209178-2012-11983.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly. Final analysis of the catheter 8731 revealed catheter body incorrectly assembled, suture markes evident on most proximal end. Final analysis of catheter unknown serial/lot revealed coring/tears/cuts in seal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2012-(B)(6), product type catheter, (B)(4).